Event description:
Dealer in (B)(4) reported that angular bar attached to the arm posturing device showed a visual flaw i.e. Welding seam not complete.

Manufacturer narrative:
Device showed visual flaw - welding seam not complete. Result of the investigation - change in welding process caused this imperfection. The process was immediately improved. The (B)(4) parts were delivered to the us, the (B)(4) parts still in stock already checked and no affected parts were detected. The distributor was instructed to check the remaining parts as soon as possible. Add'l info will follow.